Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2013, the patient experienced a blood glucose (bg) of 1600 mg/dl with unconsciousness and diabetic ketoacidosis. It was reported that the patient had pancreatitis, kidney failure, heart issues, shortness of breath and organ shutdown. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated by their healthcare provider with insulin via injection, IV fluids, and other unspecified treatment. Troubleshooting was unable to be completed at the time of the call. This complaint is being reported because the patient allegedly experienced a serious bg excursion due to unknown cause while using the insulin pump.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box showed that the pump was manually suspended on (B)(6) 2013 at 08:01. The suspend was confirmed multiple times until (B)(6) 2013 at 13:01 when pump was powered off. The pump was powered back on and the time and date were not corrected and deliveries were made for 1 hour and then time and date were corrected to (B)(6) 2014 18:04. The last basal delivery was on (B)(6) 2014 at 19:07. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display screen had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.